Manufacturer narrative:
An evaluation is not possible. The explanted zodiac set screw has been discarded by the user facility. Neither the identifying lot number or original implant date have been provided.

Event description:
Revision surgery was conducted on (B)(6) 2016 to remove and replace a zodiac set screw at the t8. The set screw which had become disengaged from the polyaxial screw, was removed from the patient without issue.